Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of (B)(6) confirmed internal driveline (dl) wire damage that would have contributed to the reported pump stop events captured in the submitted log files. The submitted log files contained data from 18jun2021 through 18jul2021. The file started to capture low speed and pump stoppage events on (B)(6) 2021. The patient¿s controller was exchanged, however, additional low speed and pump stoppage events continued. It was noted that the captured events occurred while the patient was supported by battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline cut approximately 4¿ from the pump housing. A middle segment was returned measuring approximately 3¿ and the remaining distal portion of the driveline was returned measuring approximately 32¿. Evidence of the previous driveline repair was observed (refer to (B)(4)). The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Rescue tape was observed adjacent to the driveline repair site. The removal of the rescue tape noted a tear in that location. No damage was observed to the bionate layer of the driveline segments. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. More significant wear to the metal braided shield was observed on the internal portion of the driveline. Upon removal of the metal braided shielding, a breach was observed on the black wire adjacent to the pump housing, exposing the inner conductors. Additionally, breaches to the green, black, yellow and orange wires were also observed approximately 10.5¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted. If the exposed conductors of damaged wires from two different phases contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, the resulting electrical phase-to-phase short would have resulted in the pump stop events confirmed via the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2016 via customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR # 2916596-2020-03982. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2021 after dealing with system controller fault issues for a day prior to the admission. The patient cited many low flow and power cable disconnect alarms. When the patient reported parameters flows were in the mid 4.0 rpms while pulsatility index (pi) and power were in the acceptable ranges of 6-7 and 4-4.5 watts respectively. The patient had secure power connections despite the alarms, the system controller never displayed any controller faults, but the erratic behavior of the device lead to a system controller exchange. This seemed to resolve the issue. The next day, the patient called the hospital with reoccurring alarms of power cable disconnects when power sources were secure and potent. The patient called the hospital again in the afternoon of that same day stating that the backup system controller had the same issue. The patient was instructed to come to the hospital again, where a 2nd system controller exchange was performed. It was noted that the patient has a history of a driveline repair prior to this event. Log files were sent in which confirmed pump stops, low speed, and low voltage hazards that began on (B)(6) 2021. The low voltage alarms continued until the first controller exchange. The second controller captured similar events as the primary controller of low speed and pump stop events along with low voltage hazards. The patient had additional pump stops that resolved themselves indicating a phase to phase short. The patient was asymptomatic during the event. An x-ray was requested and reviewed, which found an area that looked suspicious. The patient underwent a pump exchange on (B)(6)2021 due to short to shield causing pump stops. Related manufacturer report number of primary controller: 2916596-2021-04386. Related manufacturer report number of backup controller: 2916596-2021-04387.